Event description:
It was reported that there was a suspect broken plate clip. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. When powered on the "no disposable" alarm sounded. The plate clip was removed revealing a broken micro switch. The root cause of the reported issue is user error. Actions were taken to mitigate the reported issue: replaced microswitch.